Manufacturer narrative:
(B)(4).

Event description:
Procedure: proctectomy.according to the reporter: the device was used, the bag closed on the specimen, the handle was removed and the metal ring stayed inside the patient. Post procedure the ring was retrieved but the o-ring was missing. The o-ring device fragment was left in the patient.